Event description:
Additional information indicates there was leakage from the hemostasis valve of the agilis nxt introducer when the ablation catheter was removed. There was no leakage from the valve while the ablation catheter was inside the introducer.

Event description:
At the conclusion of an atrial tachycardia ablation procedure using an agilis nxt introducer, an air embolism occurred. The ablation catheter was removed from the agilis nxt introducer. The patient then developed st elevation and an air embolism was noted within the heart via fluoroscopy. The st elevation resolved spontaneously and no intervention was required. The patient was stable.

Manufacturer narrative:
Additional information: one agilis nxt introducer was returned for evaluation. The results of the investigation concluded that no leaks were observed during functional testing of the sheath. In addition, no visual anomalies were noted on the sheath. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. The cause of the reported air embolism remains unknown. Per the IFU, air embolism is a known risk during the use of this device.